Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, post lumbar laminectomy syndrome and lumbar radiculopathy. The patient reported that she was charging too frequently. The patient reported that she was having trouble keeping her implant charged. The patient reported that she normally charged every 2 weeks but she just recharged it less than a week ago and was having to recharge it already. The patient reported that she had not been recently reprogrammed or switched to a new group. The patient reported that she hadn't had the need to increase the parameters. The patient reported that she fell twice and once was backwards in (B)(6) 2016 and it could be related to this issue. No complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp reported that a manufacturer¿s representative (rep) assisted with troubleshooting. The hcp reported that the two falls were unrelated to the device per the patient, balance instability. The hcp reported that the patient didn¿t properly understand remote charger. The hcp reported that the rep reprogrammed the patient and the patient was retrained on how to use the remote programmer.